Event description:
It was reported that three days after the patient was involved in a traffic accident and suffered a lung contusion, there was a sudden increase in lead impedance, and a high number of short interval counts. It is also noted that the patient alert sounded. The lead was explanted. No patient complications have been reported as a result of this event.